Event description:
Reporter indicated that patient (implanted for depression overseas) complained of "hoarseness and not being able to cough". Vns stimulation was not programmed on at this time. Examination by implanting surgeon did not identify any specific surgical problems. Patient was examined by ent in 2001 who indicated that there was no hematoma or swelling and that there was paralysis of the left vocal cord that should recover over time. One week later, ent reported that the patient's speech was now almost normal and cough was normal. Three weeks later, vocal cord scopy was performed by the ent surgeon. It was reported that the vocal cord paralysis had nearly recovered and the left vocal cord was moving. The neurosurgeon, the ent surgeon and the doctor concurred that stimulation of the vagus nerve with the implanted device would commence at an output current of 0.25ma, a frequency of 20 hz and a pulse width of 500. Attempts to obtain additional information have been unsuccessful to date.